Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There was no patient involvement

Event description:
(B)(4). Patient or user involvement: no patient or user harm: no case description: customer reports an occlusion alarm on their 8100 (sn: 14102918). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: - informed customer this is most likely due the logic board, or the motor control board. - recommended customer send in for repair. - customer will inspect both boards and move forward most likely with sending in for repair. Ended call.